Event description:
At about 8 months from the primary, the patient came in presenting pain due to a confirmed loose stem and the cause is unknown. There were no indications of trauma. The surgeon revised the medacta stem and head to a competitor stem and head and revised the medacta flat pe hc liner d 36/e to a medacta double mobility hc liner d 28/dmc and converter. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 may 2026 stem: quadra-h 01.12.032 quadra stem quadra laterized hap 12/14 s2 (k082792) lot 174405: (B)(4) items manufactured and released on 15-dec-2017 expiration date: 28-nov-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: aseptic loosening is possible literature described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.